Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead was surgically abandoned due to high thresholds and loss of capture. The patient was not pacemaker dependent, thus there was no asystole greater than two seconds. No additional adverse patient effects were reported.